Event description:
A retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found four non-reproducible, higher than expected vitros tropi es results obtained from four different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Vitros tropi es reagent lot 1760 patient a vitros tropi es result: 0.063 ng/ml vs expected 0.031ng/ml vitros tropi es reagent lot 1780 patient b vitros tropi es result: 0.059 ng/ml vs expected 0.024 ng/ml patient c vitros tropi es result: 0.059 ng/ml vs expected <0.012 ng/ml patient d vitros tropi es result: 0.060 ng/ml vs expected <0.012 ng/ml biased results of the direction and magnitude observed could lead to inappropriate physician action. It is unknown if the results were reported to a clinician. It is assumed that the unexpected results would have been captured by the facility's delta check. Since the customer did not report these results directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4)

Manufacturer narrative:
The investigation has determined that a retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found four non-reproducible, higher than expected vitros tropi es results obtained from four different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system.root cause for the unexpected results could not be determined with the information available, however the possibility that an unexpected vitros troponin I es reagent performance or an unexpected vitros eciq system performance had contributed to the results could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.